Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to the ipg taking longer to charge. The patient was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately several months ago from date manufacturer was made aware.